Manufacturer narrative:
Section a4, a5, a6: information unknown/not provided. Section b3: date of event: unknown/not provided. Section d6a: if implanted; give date: unknown/not provided. Section e1: first/given name: unknown/not provided. Section e1: telephone number: (B)(6) section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded multifocal intraocular lens (iol) was explanted from the patient's left eye and replaced with another johnson & johnson lens, model det150 22.5 diopter. No other details were provided.